Manufacturer narrative:
The hospital decided to scrap the unit and not repair. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was alarming during preoperative testing. There was no report of patient involvement.